Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was confirmed based on the medical record provided. Available information suggests patient factors likely contributed to the event as patient has a medical history of end stage renal disease (esrd) with hemodialysis (hd). Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to stenosis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is still ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that approximately 1 year, 3 months, and 3 days post tavr with a 29 mm sapien 3 valve a valve in valve was performed using a 29 mm sapien 3 ultra resilia valve due to stenosis. The patient's gradient was greater than 100. The patient was on dialysis, was transferred from another hospital on a balloon pump, and was put on ECMO at swedish. The case went well, and the valve was deployed with good result. Medical records review showed the patient was admitted to the hospital for critical aortic stenosis in cardiogenic shock with acute respiratory failure. The tte on post operative day 2 showed the lv ef was 48 percent with trace pvl and av peak mean gradient 34/20 mmhg.